Event description:
A report was received that the patient had developed an infection around the lead site. The lead popped through old incision and was tender. The physician believed the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model : sc-2218-70 serial : 440942 description: linear st lead, 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.